Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative(rep). It was reported that no surgery date has been scheduled. The plan was to return the device after it is removed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had to increase the intensity frequently in order to obtain the pain relief needed, but it has never been like that until the past few months. The patient has had to recharge daily and needs to lay down in order to do so. The patient spends 5-8 hours recharging daily. The rep checked the recharger connection which was normal, and the battery voltage was at 3.72v. Also, impedances on electrode 5 measured 10000 ohms. The rep reprogrammed around this electrode. Surgical intervention was planned to replace the ins with a newer model, but the surgery was not yet scheduled. No further complications were reported.